Event description:
It was reported that a user experienced hypoglycemia while using the ilet with a g7 sensor, with sensor glucose of 47 mg/dl confirmed by fingerstick in the 60s, lasting approximately two hours; device logs indicated the ilet suspended dosing about an hour before the low and did not deliver insulin during the event, and the user reported announcing most meals as less than usual, which could maladapt meal dosing. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral carbohydrates, including glucose tablets, a partial protein bar, a peanut butter cracker, and soda, without need for professional medical intervention. Investigation included review of device dosing data and user-reported blood glucose information. Investigation of this case revealed no device malfunction or inappropriate insulin delivery during the low, and identified user behavior consistent with incorrect meal announcements that could contribute to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with meal announcement practices.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.